Manufacturer narrative:
The monitor and electrode belt has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient¿s ECG signal on the last day of use captured in the data download. No deficiencies alleged.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received one inappropriate treatment. The device was started up at 05:09:34 on (B)(6) 2023. At 23:17:23, the patient received the inappropriate treatment. Rhythm at time of treatment was af @ 80 bpm with tall t waves. Post shock rhythm was sinus bradycardia @ 40 bpm with pvc¿s. The rhythm then degraded to vt @ 180 bpm with varying amplitudes.. Double counting contributed to the false detection. Vt/vf was visible from 23:17:23 to 23:22:46 on (B)(6) 2023. However, varying amplitudes, motion artifact, and electrode lead fall off prevented the lifevest from treating the patient. The electrode belt was disconnected at 23:39:52 on (B)(6) 2023.